Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change when the infusion set connector and tubing were not fully attached to the ilet, resulting in interruption of insulin delivery; the cartridge/connector/tubing were outside the device and insulin delivery resumed after reconnection and priming to visible drops. Symptoms included nausea and elevated blood glucose readings up to 450 mg/dl, with no ketones reported. Outcomes included prolonged hyperglycemia above 180 mg/dl for approximately two hours, device alerts for sustained high glucose, and no use of backup therapy, medical intervention, or assistance. Investigation included troubleshooting and education, disconnection from the pump, reconnection of the infusion components, and priming to restore insulin flow. Investigation of this case revealed that the infusion set was deployed or connected incorrectly, which interrupted insulin delivery and caused high glucose. It was concluded, based on similar reports, that user setup error related to infusion set connection caused the event.